Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device was received with scratches on the lcd window, scratches on the reservoir tube window, scratches on the case and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the up arrow was unresponsive and the act button did not allow them to navigate to the main menu. Customer advised they were unable to read the display screen and that there were scratches all over the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.